Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture and r wave amplitude variation. The lead was capped and replaced on 12 mar 2025. The patient was stable.